Manufacturer narrative:
The customer complained of an additional patient sample (patient 3) with an l index of 48 with discrepant na results. Patient 3 initial na result was 131 mmol/l. The na result after treating with lipoclear was 138 mmol/l. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer questioned results for 8 patient samples that were lipemic and tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The customer is concerned that the lipemia index for the application is > 2000, but they are having an issue with patient samples where the lipemia index is less than that. The customer ran each sample with no lipoclear treatment and with lipoclear treatment. Lipoclear was used to remove triglycerides from patient samples affected by pseudohyponatremia based on the data provided, discrepant results were identified for 2 patients tested for na, k and cl. Patient 1 initial na result was 130 mmol/l. The na result after treating with lipoclear was 136 mmol/l. The initial cl result was 81.5 mmol/l. The cl result after treating with lipoclear was 97.8 mmol/l. This patient had a lipemia index of 673. The sample for patient 1 was also tested by aerofuge and the na result was 135 mmol/l and the cl result was 94 mmol/l. Patient 2 initial na result was 124 mmol/l. The na result after treating with lipoclear was 138 mmol/l. The initial k result was 8.84 mmol/l. The k result after treating with lipoclear was 9.78 mmol/l. The initial cl result was 89.7 mmol/l. The cl result after treating with lipoclear was 98.8 mmol/l. This patient had a lipemia index of 3511. The initial results were reported outside of the laboratory. The results after treatment with lipoclear are considered to be the correct results. No adverse event occurred. The na cartridge lot number was k34_2018 with an expiration date of 13-jul-2019. The k cartridge lot number was s65 with an expiration date of 24-jul-2019. The cl cartridge lot number was a19_2018 with an expiration date of 04-may-2019. Product labeling states that intralipid does not interfere in the tested concentration range up to 2000 mg/dl intralipid (this corresponds to an approximate lipemia index of 2000). There is poor correlation between the lipemia index (this corresponds to turbidity) and the triglycerides concentration. The pseudohyponatremia affecting the initial results is caused by lipemia as a result of fluid displacement. The lipemia index cannot be considered as the threshold for identifying samples that might be identified with pseudohyponatremia.